Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a battery indicator on his one touch ultra 2 meter. The patient mentioned that he first noticed the battery indicator on his meter at 9:00 am on (B)(6) 2010 . The patient mentioned that since the meter was not working he ate more food/drink. Approximately 1 hour and 40 minutes later he began to exhibit symptoms of shakiness. He went ahead and self-treated with food/drink. He did not seek any further medical attention or contact his physician for assistance. The patient was not tested on another device. The patient denied any misuse of the product. The batteries needed to be replaced; however, the patient did not have replacement batteries. This is not the first time the product was being used. The product was replaced. The complaint is being reported since the patient alleged that due to the battery indicator, he was unable to test and later developed symptoms suggestive of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.